Event description:
As reported, during use in patient, this disposable pressure transducer with vamp provided too high-pressure values in addition to other errors. No further information is available at this time. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device was received for evaluation. The report of "high pressure values" was unable to be confirmed since no defect was found. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Additionally, electrical testing showed that both input impedance and output impedance were within specifications. Finally, zero-offset was performed and also met specification. No visible defect was found from the kit. Based on further engineering investigation, there are manufacturing controls to avoid potential causes related to the reported issue such as: manufacturing visual inspections, electrical test, leak test and voltage test. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Patient demographics were unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.